Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics suggestive of internal damage.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following implant during defibrillation testing (dft), system shocks were delivered but unsuccessful at rate conversion. System sensing was deemed appropriate however both shocks failed to convert and three external shocks were required. One minute post external shock, system detection in the primary vector deteriorated, as noise and artifact were notable. Fluoroscopy concluded that the device was not in an optimal position which was likely contributing to unsuccessful dft's. The device was ultimately explanted and replaced as the physician suspected possible internal device damage post delivery of external shocks. Replacement was with another device of same model type; however, position of the second device lower. Dft conversion with the subsequent device was successful with no resulting adverse patient effects. The attempted implant device was later returned for laboratory analysis.